Event description:
It was reported that for the past 6-8 months the patient noticed a change in therapeutic effect. It felt "like the battery did not hold" and that the device turned off after a period of time. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's battery had undergone normal depletion. When the hcp pulled the extension off the original battery the plastic pulled back off the lead some. The hcp tried to use the original lead but was unable to get a good impedance. The hcp decided to pull the original lead and replace it with a new lead to be safe. It was reported that the patient was fine and there was no harm done.

Manufacturer narrative:
Product ID, neu_unknown_lead serial# (B)(4), implanted: unknown, explanted: 2012 (B)(6), product type lead product ID, 3095-10 serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: unknown. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3031a, serial# (B)(4). Product type: programmer, patient. (B)(4).